Event description:
The customer reported that a pt cut her right leg on a sharp edge on the table lead shield. The emergency department has stitched the pt's leg.

Manufacturer narrative:
(B)(4). Investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.